Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 30ga 8mm experienced a loose plunger. The following information was provided by the initial reporter: when picking up the syringe, as soon as it was taken out of the package, the plunger was released, without pressure and totally without functionality, making it impossible to collect the medicine.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/16/2022. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 9154603 that exhibited the same condition as show in the photo. One photo of a loose 0.3ml bd insulin syringe was provided. The customer reported that when picking up the syringe, as soon as it was taken out of the package, the plunger was released. The photo was examined, and it was observed that the rubber stopper was missing from the syringe assembly. The missing stopper would prevent the user from operating the syringe properly. A review of the device history record was completed for batch # 9154603 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause: l2l dispatch was initiated for stoppers not going down the rail adequately and high missing stopper waste. H3 other text : see h.10.

Event description:
It was reported that the bd syringe 0.3ml 30ga 8mm experienced a missing stopper. The following information was provided by the initial reporter: when picking up the syringe, as soon as it was taken out of the package, the plunger was released, without pressure and totally without functionality, making it impossible to collect the medicine.

Event description:
It was reported that the bd syringe 0.3ml 30ga 8mm experienced a missing stopper. The following information was provided by the initial reporter: when picking up the syringe, as soon as it was taken out of the package, the plunger was released, without pressure and totally without functionality, making it impossible to collect the medicine.

Manufacturer narrative:
Additional information has been received that adds information to the reported incident. The event type has been changed to a missing stopper. This type of event may render the device unusable prior to injection, requiring replacement. This should not lead to serious injury or harm. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The initial MDR submission, (MFR report#: 1920898-2021-01367), may therefore be disregarded. The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the bd syringe 0.3ml 30ga 8mm experienced a missing stopper. The following information was provided by the initial reporter: when picking up the syringe, as soon as it was taken out of the package, the plunger was released, without pressure and totally without functionality, making it impossible to collect the medicine.